Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump briefly stopped working. The device was not changed out, as they hand cranked for five minutes and then the pump started working again. They used it to complete the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 01/26/2015: the roller pump that stopped during the case was being used as an aortic vent. No issues were observed during set-up and priming. In the first five minutes of cpb, as a retrograde cardioplegia dose was being delivered, the perfusionist (ccp) noticed the local display of the pump was flashing with lines and strange pixels appearing. Shortly after, the ccp looked down at the pump and noticed that the pump had stopped. As it is their practice and also commonly practiced in most cardiovascular (cv) centers to vent the aorta during retrograde delivery, the ccp hand cranked this vent pump during the remainder of the cardioplegia dosing. As one of the ccp's perfusion associates was removing a roller pump from an unused base (to use as a back-up), the display returned to normal and the pump was able to be started. It was used, as a vent, for the remainder of the procedure without additional issues, the pump was removed from the base, after the procedure and removed from clinical service. The case was completed successfully, without associated blood loss. Intervention to prevent harm (hand cranking) was performed during the time the pump was stopped. Since hand cranking of the pump was performed, during the cardioplegia dose, there was no actual delay in the surgical procedure. There was no patient harm observed.